Manufacturer narrative:
Evaluation summary: one delivery system was returned for evaluation. The capsule was not returned. The delivery system was visually investigated for external damage. There were no signs of tissue or blood on the product. The delivery system was not bent. The plunger was not broken. The emergency procedure was not implemented. The delivery system did not have any visible damage. As the product was received, the device functioned per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a bravo capsule failed to attach to the patient's esophagus during an esophageal procedure. There was no harm to the patient and no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy was performed prior to the procedure and showed the esophagus to be normal. Lubricant was used to facilitate placement of the capsule and the account was sure that none of the lubricant went into the capsule. A repeat procedure was performed. No other known adverse event was reported.